Manufacturer narrative:
(B)(4). Pmv investigated one device and two loading units opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Two needles were received. One of the needles was bent. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding each needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. Each subject needle was loaded onto each instrument. One needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of each jaw to simulate clinical conditions. The needle was loaded and unloaded onto each instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. The second needle was bent and could not be loaded. However, engineering noted that the device investigation regarding the difficult to load needle? Complaint mode produced a direct correlation between improper needle orientation and the difficult to load needle? Condition that is being reported. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The most probable root cause is improper orientation of the needle in the reload. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the user was unable to load the device and the needle fell out in the patient cavity. The component was retrieved and there was no injury to the patient. Another device was used to complete the procedure.